Event description:
It was reported that the customer was hospitalized for a high blood glucose level of 400 mg/dl and diagnosed with a diabetic ketoacidosis. The infusion set's cannula was bent. The customer received a no delivery alarm. The customer was placed on insulin drip. The customer was wearing his insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.